Manufacturer narrative:
An internal investigation was performed for a false resistant oxacillin (oxa) result for a staphylococcus aureus strain in association with the vitek® 2 ast-gp67 test kit. The customer's isolate was subcultured to remel tsab agar and identification of s. Aureus was confirmed via vitek ms and vitek 2 gp ID cards. Testing included vitek 2 ast-gp67 cards from both the customer lot (1320815103) and a random lot (1320802103), as well as agar dilution (ad), cefoxitin disk and pbp2 testing. Vitek 2 ast-gp67 testing conducted at v8.01 software yielded mics of >=4.0 and negative oxfs results which were forced positive for all cards tested. Ad testing gave an mic of 2 which is in essential agreement with the vitek 2 ast-gp67 results, but is major error for category agreement. For oxfs disk testing, the customer isolate tested susceptible (26 mm) which is in agreement with the original gp67 result, however, due to the result being forced positive because of the resistant oxacillin result, is now a category error. Pbp2a also tested negative indicating that this isolate is (B)(6). To conclude, ast-gp67 card testing results are in essential agreement with the reference method but oxacillin values result in a category error. The isolate is a borderline strain.

Event description:
A customer in the united states reported a (B)(6) result for a (B)(6) strain in association with the vitek® 2 ast-gp67 test kit. The customer stated the (B)(6), and the cefoxitin screen (oxsf) negative was forced to positive by the software. This occurred three times. The customer performed pcr which was (B)(6). Also, pbp2a testing was negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.